Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an uncut area of the flap during laser treatment. Additional information received states the patient is healing and has not lost best corrected vision. The patient is scheduled for photorefractive keratectomy at a later date.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check was done about nine to ten minutes before laser fired instead of immediately before firing. Treatments for left and right eye were finished successfully without any issue. The user operated surgery within the recommended energy settings. The thickness of the flap was that is thinner than the recommended flap thickness. Treatment report shows the flap canal is missing, therefore, this is the reason that gas can not escape during the flap creation, leading to an uncut area. Treatment report shows a canal length which does not allow gas to vent properly. The length of the canal was changed manually by user for unknown reason. No technical root cause was identified as the product was found to be within specifications. The root cause for the uncut area is user handling due to the canal length being changed by the user and canal not being present at all. The manufacturer internal reference number is: (B)(4).